Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Investigation summary: the product was not returned to ethicon inc for evaluation. Visual analysis of the picture received determined that a labeled winding former of product code sxpp1b411could be observed. The condition reported could not be observed in the picture. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: an empty opened labeled winding former, a detached needle and a suture piece of product code sxpp1b411 were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks possibly from a surgical instrument. And the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture, body fluids were found, and the ends were cut by sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide lot number. Lot number unavailable - box discarded. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral .strength: = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date in 2021 and barbed suture was used. During the procedure, the barbed suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.